Event description:
It was reported the clear coating came off that sits just above the electrode tip. The surgeon kept operating; the performance didn't change. There were no pt consequences. Second of 2 events; see 3007069406-2012-00407.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The device was not returned for eval. Review of the lot history revealed no anomalies.